Event description:
Surgeon attempted left lower extremity angioplasty with cordis outback re-entry device and abbott balance middleweight 0.014inch, 300cm guide wire. The wire became stuck while being deployed. The surgeon attempted to retract wire without success. Surgeon used scissors attempting to remove some of the outback device and obtain better grip on the guide wire. The wire was cut and became lodged in pt's iliac artery. Pt developed mi and due to his pre-existing peripheral vascular disease and other underlying conditions surgical removal of wire was not advisable. Pt was discharged with wire retained iliac artery. Dates of use: 2009. Diagnosis: perph. Vascular disease. Event abated after use stopped: yes.